Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user was seen after complaining about sound quality. The user had a trauma in (B)(6) 2023 and had a sudden hearing loss afterwards. The user is currently still implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition, in situ measurements show two channels with hi status before the reported trauma due to undetermined reasons. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user was seen after complaining about sound quality. The user had a trauma in (B)(6) 2023 and had a sudden hearing loss afterwards. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen after complaining about sound quality.